Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device dislocation ("migration of essure device location of device") in a 37-year-old female patient who had essure (batch no. 623211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, dysfunctional uterine bleeding and cholelithiasis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently planning for essure removal due to essure-caused injuries, as alleged in complaint.disturbancy found in essure removal procedure as pfs mentioned itself as no removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded); in november 2006: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received an event " abnormal bleeding (vaginal), depression and mental anguish, migration of essure device location of device, dysmenorrhea (cramping), pain, vaginal discharge, fatigue " are added. Patient, product, reporter information added. Concomitant drug and condition are added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device dislocation ("migration of essure device location of device") in a 37-year-old female patient who had essure (batch no. 623211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, dysfunctional uterine bleeding and cholelithiasis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently planning for essure removal due to essure-caused injuries, as alleged in complaint. Disturbancy found in essure removal procedure as pfs mentioned itself as no removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded); in (B)(6) 2006: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical compliant. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and device dislocation ('migration of essure device location of device') in a 37-year-old female patient who had essure (batch no. 623211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, dysfunctional uterine bleeding and cholelithiasis. Concomitant products included hydrocodone bitartrate;paracetamol (lortab), medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia"), genital haemorrhage ("gen abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, menorrhagia, vaginal haemorrhage, vaginal discharge and genital haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue, dyspareunia, psychological trauma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently planning for essure removal due to essure-caused injuries, as alleged in complaint. Discrepancy found in essure removal procedure as pfs mentioned itself as no removal of essure leave taken from this job or other job for medical reasons- partial hysterectomy she had been treated for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: essure device was successfully occluded; on (B)(6) 2010: results: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Events gen abnormal bleeding, psych injury, post removal complications added. Outcome of events pelvic pain, bleeding, migration changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.